Event description:
The customer reported elevated quality control (qc) for low density lipoprotein (ldld), blood urine nitrogen (bun), cholesterol, vancomycin, digoxin and high density lipoprotein (hdld) and approximately five milliliters of fluid leaked from the sample probe casing involving the unicel dxc 600 synchron system. The operator was wearing proper personal protective equipment (ppe) and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed wetness at the top of the sample crane under the obstruction detector and noticed the sample syringe assembly loose. The fse replaced the obstruction detector and sample syringe assembly and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Results: syringe assembly (B)(4).